Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a high blood glucose level over 400 mg/dl at the time of the incident. Customer's current blood glucose is 596 mg/dl. Customer was advised to do a complete set change. Customer reported that she has contacted her health care professional regarding the high blood glucose. Customer stated that she treated with the pump and was advised to treat with the syringe. Customer stated that there were no alarms and that she will call back later. Customer stated that she doesn't want to troubleshoot right now.